Event description:
It was reported that after implantation, a blood leakage was observed by the physician. Blood leakage was eventually stopped. Graft remained in patient. There was no reported patient injury.

Manufacturer narrative:
A non implanted portion of the graft is being returned to the manufacturer and will be analyzed upon receipt. A review of the device history records indicated that the graft was processed, inspected and released according to procedures. Specifically, the collagen coating records indicated no anomaly. The water permeability test result indicated a value well below product specification. A product from the reserve sample coated the same period that the complaint device underwent water permeability testing. Test result indicated a value well below product specifications. No conclusion can be drawn until the non implanted graft portion is returned and analyzed. A follow up report will be submitted within 30 days upon receipt of any additional information.